Event description:
Erratic pt results were generated on cell-dyn 4000 hematology analyzer. The initial run on a pt resulted in a hemoglobin result of 12.3g/dl. A repeat run on the same analyzer resulted in a hemoglobin of 8.08g/dl. The sample was repeated on another cell-dyn 4000 analyzer and resulted in a hemoglobin of 7.92g/dl. There was no result flagging or error messages generated by either analyzer. Three levels of controls were run with results in range. The 7.92g/dl hemoglobin result was reported. No add'l pt info was available. No impact to pt management was reported.